Event description:
On (B)(6) 2013, a (b)(6,) year old entered the hospital for a spinal fusion. A difficult airway was encountered, thus the glidescope avl system was used to open the airway. The device was started with the adult laryngoscope blade attached and during the procedure the adult laryngoscope blade was exchanged for a pediatric sized blade to obtain a better view. After the exchange the monitor went blank for approximately one minute. A tracheotomy was performed to establish the airway on the pt. The operating manual of the avl monitor instructs that the laryngoscope blade must be attached before the unit is powered on. In this case the monitor was left powered on when the laryngoscope blades were exchanged, causing the display to go blank for approximately one minute. The care givers attribute no blame to verathon or the glidescope for this event. It is recognized that glidescope for this event. It is recognized that exchanging the blades while the monitor is powered on is not a recommended procedure for the avl1 monitor. Please refer MFR report #: 9615393-2013-00259.